Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon ruptured. The complete total occlusion lesion being treated was located in the right superior femoral artery (sfa) to the popliteal. The physician noted difficulty going up and over to reach the distal sfa. After a non-bsc device wouldn't cross the lesion subintimally, an offroad device was chosen for use. The balloon was inflated twice. A syringe was used for the third inflation followed by an indeflator for the fourth inflation. However, it was then noted that the balloon wouldn't inflate and the physician felt it was ruptured perhaps due to the calcium. No patient complications were reported.